Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft separation; however, factors that may contribute to material (shaft) separation include, but are not limited to, user handling damage, packaging damage and interaction with device accessories. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.25x20mm nc trek balloon was being advanced through a non-abbott guide catheter, when it was noted that the proximal shaft broke in two. The device was simply withdrawn. Another balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.